Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing occurring that the creating the loss of crt pacing. The sensitivity was reprogrammed and the t-wave oversensing was resolved. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.